Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
"It was reported that a foley catheter was placed in the middle of the operation on (B)(6) 2019 for urine drainage. Postoperative continuous bladder flushing was conducted. At 05:38 on (B)(6) 2019, the urethral catheter came off by itself during bowel movement at bedside. A review showed the balloon of the urethral catheter fractured and no bleeding was observed at the urethral orifice. The patient complained of no unexpected discomfort. It was reported this to the physician who ordered no special treatment, but observation of urine. No effects were imposed on the patient when the problem occurred. The detached catheter and balloon were complete.